Event description:
My father was prescribed tramadol for epididymitis orchitis. He was having episodes of confusion and progressively became worse after being in a skilled nursing facility for 3 weeks. During my father's 3 weeks at a skilled nursing facility, he was having episodes of confusion. After being discharged, the confusion continued. I informed his primary physician nurse of occurrence. She stated that tramadol has been known to cause confusion in elderly pts. My father became confused per primary physician and pulled out his catheter. Later a fractured spine was discovered. Date the person first started taking or using the product: (B)(6) 2013. Why was the person using the product (such as, what condition was it supposed to treat: urinary retention.